Manufacturer narrative:
The event did not result in injury to the patient. This report is being filed for the alleged injury sustained by the bus driver who assisted the patient following the incident. The wheelchair was returned to invacare for evaluation. It was confirmed that the lower axle lug had broken off the right side frame at the weld, and the axle lug was still attached to the right rear wheel axle bolt. After review of the information available, the underlying cause of the reported issue is most likely from use error due to the wheelchair being transported in a vehicle with the patient seated in the chair. The tracer IV user manual states, ¿wheelchair users should not be transported in vehicles of any kind while in wheelchairs. As of this date, the department of transportation has not approved any tie-down systems for transportation of a user while in a wheelchair, in a moving vehicle of any type. It is invacare¿s position that users of wheelchairs should be transferred into appropriate seating in vehicles for transportation and use be made of the restraints made available by the auto industry. Invacare cannot and does not recommend any wheelchair transportation systems.¿ labeling on the chair also warns that no wheelchair has been approved for use as a seating surface within a motor vehicle. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer reported an incident where a patient was being transported on a bus in a tracer IV wheelchair. The patient was seated in the wheelchair, and the chair was properly secured using straps. During transit, the axle lug broke off the right side frame at the weld, causing the right rear wheel to detach. The bus driver held the wheelchair up to prevent the patient from tipping over. The bus driver sustained a shoulder strain. They were treated at a hospital/clinic and released; details of the treatment were not provided. The bus driver is currently undergoing physical therapy for the injury. When paramedics arrived to assist in transferring the patient to another chair, they noticed that the patient was well-secured, and they didn't suffer any injuries.

Manufacturer narrative:
After further review, in addition to the use error previously noted, it was identified that an insufficient weld exists between the frame and axle lug that also contributed to the failure. A CAPA has been opened to investigate this malfunction.

Event description:
The dealer reported an incident where a patient was being transported on a bus in a tracer IV wheelchair. The patient was seated in the wheelchair, and the chair was properly secured using straps. During transit, the axle lug broke off the right side frame at the weld, causing the right rear wheel to detach. The bus driver held the wheelchair up to prevent the patient from tipping over. The bus driver sustained a shoulder strain. They were treated at a hospital/clinic and released; details of the treatment were not provided. The bus driver is currently undergoing physical therapy for the injury. When paramedics arrived to assist in transferring the patient to another chair, they noticed that the patient was well-secured, and they didn't suffer any injuries.